Event description:
It was reported that following a successful superficial femoral artery treatment procedure, when the physician "pulled balloon out of the patient, the shaft appears to be peeling off." The f4 sterling monorail 3.0 x 20/135 balloon had been inflated two times. The physician was reportedly attempting to predilate the calcified, de novo lesion with the sterling balloon. It is noted that "several" guidewires were used throughout the case. The device was removed from the patient in an intact state and none of the device was retained in the patient's body. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as "excellent."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.